Event description:
It was reported that the device was used during a laparoscopic hernia repair, while trying to place an anchor, the surgeon was stuck by the introducer in the instrument. There was no reported pt consequence.